Event description:
The customer reported a battery problem. It was also reported that the defibrillator indicates to replace the battery. There was no adverse patient impact reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.